Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of complications with the guidewire during the insertion process was confirmed. One 15cm precurved niagara slim-cath dialysis catheter was returned for investigation. The catheter was received with the stylet in the venous lumen. A crimp was observed in the stylet tubing 3.3cm from distal end of stylet luer adaptor. The crimp coincided with a compressed area of the extension leg just distal to the white oversleeve, which suggested that the tubing was clamped at that location. An attempt was made to insert a 0.038¿ guidewire through the distal tip of the niagara stylet. The guidewire could be advanced through the distal end of the niagara stylet but could not be advanced past the kink in the stylet tubing. The warning on the catheter hangtag states, ¿do not clamp venous (blue) lumen until stylet is removed.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guide wire was unable to be removed after inserted. No other information was provided.

Event description:
It was reported that the guide wire was unable to be removed after inserted. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0714 showed no other similar product complaint(s) from this lot number.